Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted and replaced. Stimulation was effective postoperative.

Event description:
It was reported the patient is without stimulation due to a lack of recharging the scs system. Reportedly, it was confirmed external devices will no longer communicate with the ipg. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
UDI (di) (B)(4). This ipg serial number was included in field advisories. Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.